Event description:
Caller reported a cartridge alarm identified as cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully resume insulin therapy, resolving the issue.